Manufacturer narrative:
(B)(4). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "many granulomas" and "tumor".

Event description:
Healthcare professional reported a left side "rupture", "many granulomas" and "tumor" not device related. Device was explanted.

Event description:
Healthcare professional reported a left side "rupture", "many granulomas" and "tumor" not device related. Device was explanted.